Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended despite pump being within normal operating altitude and having no obstruction in speaker holes, and alarm persisted even after cartridge was removed, reconnected, and replaced. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to clean speaker area, reload and replace cartridge, wait for moisture to evaporate, and later move to multiple daily injections as backup therapy, and technical support arranged replacement pump and cartridge, provided storage and return instructions for problematic pump, confirmed shipping details, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.